Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The death was non-sudden. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Event description:
New information received suggests a previous hospitalization for appropriate implantable cardiac defibrillator (ICD) shocks due to ventricular tachycardia and fibrillation that may have resulted from the patient's underlying hypokalemia. The doctor noted a tendency for hyperkalemia and hypokalemia. The patient was fine after a diuretic was provided except for weakness in his legs based on dictation notes during a follow up appointment dated (B)(6) 2018. The patient's beta blocker medication was doubled. The patient was released and scheduled for a follow up appointment three months later. On (B)(6) 2018 data showed several atrial fibrillation and ventricular tachycardia episodes that resulted in appropriate antitachycardiac pacing (atp) shocks to counter the abnormal rhythms. Alerts for pacemaker medicated tachycardia and biventricular pacing less than limit were also noted. The patient was on a diuretic for hypertension. Documentation from the last device check on (B)(4) 2018 prior to death on (B)(6)2018 showed battery voltage and all lead impedance levels to be within normal range. The patient died at home.